Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.